Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, "it was impossible to remove the needle from its sheath after being introduced into the endoscope." It was reported that the needle did not come out of the catheter. When the device was removed, it was found that "the needle was severed." It was reported that they changed the surgery of technique. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the pull wire at the handle was broken and kinked.

Manufacturer narrative:
(B)(4).